Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient's right ventricular lead was found to have high impedance. No intervention or adverse patient consequences were reported.